Event description:
Silicone gel breast implants - had this surgery around 1980 or 1981. I am (B)(6) now, I was (B)(6) at the time of surgery. Ten years after the fact, I was diagnosed with benign multiple sclerosis - no one else in entire family, either side, had this disease. I was being told by all doctors, the implants were not the problem. I even went to a woman plastic surgeon who did nothing, not even check with MRI for problems with the implants. I was not ever informed that is the way to find problems now - this year - 2 years ago, I became so sick and could not walk or use my hands from the elbow down; the intense numbness, burning, tingling, heavy hot sensation non-stop 24 hours a day. I contacted my ms doctors, steroids didn't even help. I did not know what to do so I went to an alternative doctor. She is an allergy, environmental doctor and has an md as the first initials besides others after her name very well known even with my (B)(6) ins. I had a 2 hour consultation with her and she went through my whole medical history and said get the implants out; you were healthy up till you had them. No one ever said they do not last in fact, I was led to believe they last forever, what a joke, these almost killed me. I have a 20 year history of nothing but problems with this disease that no doctors want to admit to. Well I had the implants removed (B)(6) 2010 and I have been trying to detox. My alternative doctor did toxic tests, I have very elevated levels of mercury, lead, cadium, barium gadolinium they are off the charts for toxicity. I am getting a little better, I can at least get to sleep at night where as before, I could not because of the discomfort and pain. With chelation, the hands are coming back but its too early to know the full out-come. I can still feel a cool tingling running down my arms and back of neck same as the feeling I felt in both breasts. I did have a ms nurse say that silicone implants can cause auto-immune but basically my conventional doctors don't want to step on any feet, they all know each other. I am disabled and have been since 10 years after the implants were put in. I live on disability money which is very hard to do, I can prove the toxic tests and the pathology reports of plaster yellow brown substance calcified material they found in my breasts. Also, the plastic surgeon called me the morning after the surgery to tell me he found nothing felt and could only remove the capsules - that's nice - but yet, they coded my surgery as cosmetic and my ins. Probably won't pay for the removal of these implants. Diagnosis or reason for use: breast augmentation.